Event description:
Customer reported a leakage from the set during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The reported condition of leak was confirmed. A visual inspection revealed the unit did not present any defects. The unit failed the functional test and pressure test at 8psi . The reported condition was confirmed. The most probable cause for the reported condition is related to an inadequate solvent bonding technique. An orientation was provided to all assemblers on (B)(4) 2010 related to the assembly process of the burette bottom cap to burette. A batch review could not be performed since the lot number is not available. (B)(4).